Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/15/2015 with the following findings: the end of the pump's black box data showed an occlusion detected warning. The occlusion was followed by a motor error alarm for an occlusion during prime. High force was observed in the black box data. The pump was run on a 24 hour basal program with no occlusions or alarm occurrences. The force sensor calibration was tested and found to be within specification. Unrelated to this issue, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unusual (other) issue. The reporter stated that the pump stopped working. No additional information is available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.